Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the network was not connected. The field service engineer tested jack using a laptop and showed no network output. Worked with the information technology department, who confirmed that the jack was not configured for the station. The it department has decided to move the machine back to its original location. The station was shut down, relocated, and restarted. After relocation, the device was tested and found to be working fine. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in disconnected mode and patients' charts were not synchronized. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.